Event description:
The customer reported; I am having problems with the fms kit that comes in the cataract pack. They are leaking periodically at the point of insertion into the machine. We have had to discard quite a few in the last 2 weeks. No pt impact was reported. Additional info was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).